Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The following reported issue cannot be confirmed to be related to the cardiomems product or procedure as further information cannot be obtained. Reported adverse health outcomes are monitored and trended per the post-market surveillance program for further action, as necessary. If more information becomes available or product is returned the investigation will be reopened for additional analysis.

Event description:
It was reported that the patient presented with sepsis located on the cardiomems sensor. The patient was implanted in (B)(6) 2021, and received a heart transplanted one and a half months ago. Additional information has been requested but is not yet available. After multiple requests the site has not made any additional information available at this time.

Event description:
It was reported that the patient presented with sepsis located on the cardiomems sensor. The patient was implanted in (B)(6) 2021, and received a heart transplanted one and a half months ago. Additional information has been requested but is not yet available.